Event description:
The user facility's biomedical engineer (biomed) reported that during preventative maintenance (pm) of the device, was unable to reset the level sensor alarm (red). On settings 1 and 2 the fluid was above the sensor on safety monitor. The safety monitor only operated on setting 4 alert (yellow). The customer is using setting 4 (alert only) until they get the new replacement monitor. Since the event occurred during preventative maintenance, there was no patient involvement.

Manufacturer narrative:
Investigation in process, but not yet completed.